Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain product for analysis were unsuccessful. If the product is returned or information provided at a later date, the file will be updated accordingly. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9123414. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212/(9166986) was impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not advance further. The physician retracted the stent and replaced it with a 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 9123414), but the second stent encountered the same issue. The physician retracted the stent and the microcatheter from the patient and replaced the microcatheter with a second microcatheter, another 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and delivered the second stent again, but the second stent was still impeded in the distal end of the second microcatheter. The physician retracted the second stent and replaced it with a third stent (competitor brand) and completed the procedure with the second microcatheter. There was no negative patient impact; the procedure was prolonged by about 10 minutes.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, race, and ethnicity was not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9123414. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-jan-2026. [Additional information]: on 07-jan-2026, additional information was received. Per the information, the procedure was targeting an aneurysm on the c6 segment of the left internal carotid artery. A continuous flush had been maintained through the microcatheters. The information indicated that the second microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). Both stents (first stent: enc452212; second stent: enc452812) were still on their respective delivery wires when they were removed. No damage was noted on the stents / stent delivery systems for both stents. There was no damage on the microcatheter. The information confirmed no negative impact on the patient and the reported 10-minute delay was not considered clinically significant. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.